Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's left ventricular (lv) lead had revealed lead dislodgement. No electrical issues were reported due to the dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the lead did not exhibit any electrical malfunction due to the dislodgement. No imaging was used to confirm the dislodgement. The date of the event was unknown.